Event description:
Retrieval of an optease ivc filter located in the inferior vena cava (ivc) through an 8 fr sheath was attempted by the dr. The filter engaged the 8 fr outer sheath off-axis during the first retrieval attempt and the filter could not be collapsed due to the dr's selection of an undersized sheath. The dr attempted to adjust the filter position relative to the sheath and had difficulty opening the texan looop due to the strain placed on the device during the initial attempt. The texan looop was opened, filter repositioned, and the partially collapsed device/outer sheath were pulled into the left femoral vein. During a subsequent attempt to pull the filter into the outer sheath the texan loop wire detached and the filter redeployed off-axis in the femoral vein. The pt was sent to surgery and the filter was successfully removed. The pt suffered no adverse sequelae.